Event description:
It was reported the device had a flow rate inaccuracy. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal was missing and the device was in fair condition. During functional check, the reported complaint was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. At least one among the three process tests failed. The expulsor was replaced.